Event description:
A medtronic representative reported that, while in a spine procedure, the navigation system camera was not connected in the spine software. The polaris spectra system control unit (scu) and positioning sensor unit (psu) each had two green lights and were not cycling. The universal serial bus (usb) view was checked and did not list the mdt422 controller under ehci host controller. The surgeon opted to continue the procedure to completion, without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. RMA issued. Replacement scu to I/o hub cable shipped to site (B)(4) 2014. Medtronic investigation of returned suspect cable finds that the returned cable was found to be in good condition and passed a continuity test with no opens or shorts detected. No problem found. Device found to be fully functional and did not cause event. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. A medtronic representative, following-up at the site, reported the issue could not be replicated. Replaced the scu/io communication cable. RMA issued. Replacement I/o hub enclosed pca shipped to site (B)(4) 2014. Medtronic investigation of suspect I/o hub enclosed pca, returned on (B)(4) 2014, finds that when connected to a known good system the I/o hub performed as expected. The camera communication and tracking were found to be normal. No problem found. Device found to be fully functional and did not cause event. RMA issued. Replacement multi out power supply shipped to site (B)(4) 2014. Medtronic investigation of suspect power supply, returned on (B)(4) 2014, finds that when connected to ac all outputs measured in the normal range. No problem found. Device found to be fully functional and did not cause event. RMA issued. Replacement usb-a to usb-b cable shipped to site (B)(4) 2014. Medtronic investigation of suspect usb-a to usb-b cable, returned on (B)(4) 2014, finds that the cable was in good condition and passed a continuity test with no opens or shorts detected. No problem found. Device found to be fully functional and did not cause event. RMA issued. Replacement computer shipped to site (B)(4) 2014. Suspect computer, returned on (B)(4) 2014. Replacement stealthstation s7 system shipped to site as a loaner while site s7 is under analysis. Medtronic investigation of stealthstation s7 system, returned on (B)(4) 2014 found that when powered on the system and there was no power to the psu, removed front cover to reveal the power cable and rs422 communication cable to the scu unplugged. Re-attached the cables which restored power and communication. Launched spine, no communication issues with the camera were observed. Used the ndi tool to check the log files on the scu and psu and no errors were reported. The system ran for 2 days without issue. Exited and launched the software several time and no issues were observed. System found to be fully functional - no fault found. Medtronic investigation of surgeon cart, returned on (B)(4) 2014 found no issues. Device found to be fully functional. Reported issue could not be replicated. Surgeon cart returned to site. A medtronic representative performed a navigation system check-out. Replaced I/o hub, power supply and computer. System functioned as intended. Issue resolved.